Event description:
It was reported that a user contacted support for guidance on accessing the rewind step after the fill tubing step while not connected to the pump, and was coached through selecting prompts and navigating to change cartridge and tubing to initiate rewind; the user confirmed successful rewind and had no further issues. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed use error related to supply change sequencing with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.